Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
The physician reported that a the subject defibrillator has been replaced due to high right ventricular impedance (1926 ohms) and high shock impedance (1813 ohm). The boston scientific right ventricular lead has been replaced and showed strong calcification in the shock coil region.

Event description:
The physician reported that a the subject defibrillator has been replaced due to high right ventricular impedance (1926 ohms) and high shock impedance (1813 ohm). The boston scientific right ventricular lead has been replaced and showed strong calcification in the shock coil region.